Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed multiple power losses had occurred. On examination, the battery compartment was noted to be cracked and there was evidence of moisture damage on the positive battery terminal inside the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was able to be properly attached to the pump for testing. The pump was exercised for 24 hours with no power loss.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will intermittently lose power and reboot to the verify screen. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.